Event description:
It was reported that during the unrelated procedure, it was noted that the patient pacemaker exhibited inappropriate magnet response. The programming changes were made. No patient consequences reported throughout the procedure.